Event description:
Allergic reaction, severe right knee pain, severe right calf pain, swelling. Info was received in 2007 from a physician via the office mgr regarding a female patient, age and initials unk, with medical history of osteoarthritis, who experienced an "allergic reaction." The patient began treatment with synvisc on an unk date. The patient received an unk number of injections of synvisc into an unk knee(s) on an unk date(s). She experienced an "allergic reaction" after the injection. At the time of this report, the patient's outcome was unk. The physician did not assess the relationship of the event to synvisc. Add'l info was received eight days later, from the physician regarding this female patient. The patient had a two year and five month medical history of moderate osteoarthritis in the right knee with joint narrowing, prior knee effusion and osteophytes. Previous treatment included nsaids and synvisc (a series in 2006). In 2007, the patient received an injection of synvisc into the right knee. Prior to administration, 10 ml effusion was collected by the physician from the right knee. Analysis of the effusion was not done. On the next day, the patient experienced severe knee and calf pain and swelling. Treatment included a steroid injection on an unk date. The patient's symptoms resolved six days later. The physician assessed the relationship of the severe knee and calf pain and swelling to synvisc as definite. The physician stated that "the patient was probably sensitized by synvisc series on year prior-- had no problem with prior series." At the time of this report, the physician had assessed the patient as recovered from the severe knee and calf pain and swelling; it was unk if the patient had recovered from the allergic reaction. Add'l info was received the following month in the form of a qa report. Qa performed a review of the production and quality control documentation for lot# s0714. All documentation are complete and in order. The product conformed to specifications upon release. No associated non-conformance's were noted.